Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Additional PMA/510(k) number ¿k101880. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was removed due to a fracture of the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage, what appeared to be bone and blood and a fracture at the collar. Patient was noted to have history of clenching and bruxism the reported device location was #14 and was used for approximately 7 years. Complainant reported that the implant was removed due to a fracture of the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.